Manufacturer narrative:
Follow-up #1: date of submission 19-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, the original complaint regarding unable to prime was reported on 07/10/2018. Due to continuous use, the data for (B)(6) 2017 has been overwritten. The black box contains dates from (B)(6) 2019 with no evidence of unable to prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.